Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a cut in the tubing next to the twist sleeve of the transfer set. The overpouch was cut and showed evidence of pressure indentation horizontally along the paper side of the packaging. Also, the clear side of the packaging pouch was removed in the same pattern. The transfer set was positioned in the pouch at this location; therefore, it appeared the pouch and transfer set were cut horizontally with a sharp object. The reported condition was verified. The cause of the reported condition was a user error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to ¿open the packaging of the disposable set by hand. Do not use a knife, scissor, or other sharp objects to open the packaging.¿ a review of the label for the product family will be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a "slice cut" in the tubing resulting in leakage outside the tubing. This was noticed during the beginning of peritoneal dialysis filling. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.